Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a cosmetic depression on the outer insulation and blood in/on the helix mechanism.

Event description:
It was reported that the right atrium (ra) lead exhibited poor sensing. The ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.